Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was during the call, patient said they used to have programming where their stim was cycling and so they could get 3-4 days out of a charge. Patient said now, starting about 2 months ago, they were lucky to get 2 days out of a charge and had to charge every other day. Agent asked, patient said they'd had no changes to programming when the issue started. Patient also said sometimes the controller said stimulation is off and they would turn stim on, but sometimes they'd go to another screen and then when they go back, it would say stimulation is off. The patient was redirected to their healthcare provider to further address the issue. Agent mentioned they had their next appointment on monday at 9:20.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Patient stated the device will not hold a charge. Patient states that this is his second remote control. Patient states that he is going to try to recharge, but will also call patient services. Patient has been advised to let the field know if he does not get it resolved and would like to meet in person. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.